Manufacturer narrative:
(B) (4). The stent remains in the p't's body. A follow-up will be submitted with all relevant information.

Event description:
Device issue: none. Adverse event: death. Onset of adverse event: approx 15 months post procedure. It was reported via trial that on (B) (6) 2008, the pt underwent stenting in the predilated mid left anterior descending artery with one xience v stent. On (B) (6) 2009, the pt died of cardiac arrest ten minutes before arriving to the emergency room despite resuscitation attempts and intubation. There was no additional information provided.